Event description:
The customer initially called for assistance with her contour next usb. During the call she ran a control test and the meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory. No adverse event was alleged. Control solution was returned for evaluation. A new kit was sent to the customer.